Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported high blood glucose (bg) of 363 mg/dl upon waking after starting ilet therapy the previous day. The user replaced all supplies, including cartridge and infusion set, and was instructed to wait 45 minutes to allow corrective insulin delivery. Follow-up readings showed bg rising from 363 to 394 mg/dl, confirmed by fingerstick. The user later reported eating a cupcake but removing the frosting (estimated 20 g carbs). The agent explained that no additional meal announcement was required and advised allowing the ilet to continue corrective dosing. Bg subsequently fell to 270 mg/dl and later returned to range.